Event description:
It was reported that an ilet user experienced frequent hyperglycemia while using a steel infusion set and a libre 3+ sensor, with a current blood glucose of 202 mg/dl and a reported peak of 309 mg/dl, and expressed concern about needing a factory reset. The user disclosed delayed meal announcements and uncertainty about announcing small meals or snacks, including misunderstanding of correction dosing for snacks. Symptoms included hyperglycemia. Outcomes included user education and assignment for additional training. Investigation included review of device data and consultation with a clinician. Investigation of this case revealed that device function was not implicated and that late or inconsistent meal announcements were the likely cause of elevated glucose, with no need for a factory reset. It was concluded, based on previously established findings for similar reports, that user technique and timing of meal announcements were the probable cause.